Event description:
It was reported that when using the bd pyxis¿ es server all stations were in disconnected mode, and the users were unable to log in. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was disconnected mode. A technical support specialist (tss) dialed into the server application server and found that extract transform load (etl) had failed due to the error. Further checks on the synchronization server logs showed the same error, and the log file path was identified as having 0 memory available. Additionally, the l: drive where the path was located was inaccessible. The tss informed the customer of the findings, confirming the inaccessibility of the l: drive. The uhs database administrator then backed up and shrank the log files, after which the system showed 99 percentage of available space. The tss attempted to restart etl, and after 20 minutes, it restarted successfully. Upon verification in health sight viewer, the number of affected devices decreased from 500 to 20, with full recovery expected to take additional time as all machines continued returning to communication. The system functioned as technical support specialist troubleshot the device.